Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f131 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f131 for the reported issue shows no trends. Trends were reviewed for complaint category centrifuge bowl leak/break. No trend was detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
The customer called to report a centrifuge bowl leak/ break that occurred during a patient treatment. The break occurred at approximately 200 mls of whole blood processed. The patient was in stable condition and not affected by the incident. There was no medical intervention required, and the patient was reported to have been receiving treatment will be treated on a different cellex instrument. The customer will not be returning the product back for investigation.